Event description:
It was reported that, "the drill broke inside the pt."

Manufacturer narrative:
Method- review of device history, complaint history database. Evaluation summary: a design non-conformance was observed based on the results of the visual inspection where the drill bit fractured at the transition point from the solid bar to the flutes. The device manufacturing history record for the reported lot ID indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. The product experience reporting database shows this event is related to a trend of similar events where the triathlon peg drill fractures.